Event description:
It was reported that the patient¿s infusion site dislodged, the patient manually reinserted it, noted wetness and leakage at the site, observed a bent cannula, disconnected the pump, and transitioned to multiple daily injections; the event involved the infusion set and cartridge with incorrect infusion set deployment or an improperly attached connector, and troubleshooting and education were completed with no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included case assessment and user troubleshooting focused on insertion technique, site preparation, and adhesion factors. Investigation of this case revealed a bent cannula and probable incorrect infusion set deployment or connection, with no device-generated alarms. It was concluded, based on previously established findings for similar reports, that user technique during infusion set insertion or connection was the most likely cause.